Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were intact. Top case was cracked by the left bottom corner. No damage on bottom case. Plunger head was cracked by screws. No visible contamination. Battery communication time out was found in event history log (ehl). The technician performed power up process. Using the biomed diagnostics monitor battery status, "no base hardware failure" was found in ehl. The reported issue was unable to duplicate. The root cause of the reported issue was unable to be determined. Battery readings were all normal and battery was at 97%. After inspecting main board closely, the technician found some solder residue on resistors and on some the chip. The technician was unable to determine with certainty if this was the cause for reported issue. Replaced interconnect board and battery as preventive measure.

Event description:
It was reported that the battery communication time out error occurred. No patient injury was reported.